Manufacturer narrative:
Device code will be selceted based upon the evaluation results submitted in a follow-up report. Note: disposable (tubing) involved in the event was not manufactured by cobe cardiovascular or stoecker instrumente. Roller pump was evaluated by cobe field service, but the final service report is not yet submitted to field service records at the cobe cardiovascular facility. Evaluation information will be provided in the follow-up report. Estimated date of manufacture based on when pump was first shipped from stoeckert. If actual is different, this will be corrected in the follow-up report. Roller pump was evaluated by cobe field service but the final service report is not yet submitted to field service records at the cobe cardiovascular facility. Evaluation information will be provided in the follow-up report.